Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (excessively tortuous vessel, 95% stenosis and moderate calcification). No results available since no evaluation was performed (device not returned for evaluation). Inherent risk of procedure (stent embolism). (No device received for evaluation). Conclusion results: known inherent risk of procedure (stent embolism). Device failure/lack of effectiveness related to patient condition (excessively tortuous vessel, 95% stenosis and moderate calcification). Unable to confirm complaint (device not returned for evaluation). (B)(4).

Event description:
Physician intended to use a resolute integrity drug-eluting stent to treat a lesion in the pda with excessive tortuosity, moderate calcification and 95% stenosis. Lesion pre-dilatation was performed. It was reported that the resolute integrity device could not cross the lesion and the stent dislodged. No clinical sequelae were reported.